Event description:
According to the surgeon it was recognized during the check up that the system did not distract. No running noise could be heard. A revision surgery took place on 2017-02-16. During this the receiver was replaced. It was not necessary to replace the intramedullary lengthening nail because it was working. The further treatment could be continued without further problems.